Manufacturer narrative:
(B)(4). The ge service rep adjusted the field and the system is now within specifications and operates as intended.

Event description:
The customer reported that the c-arm x-ray fields were out of specs. No pt injury was reported.